Event description:
It was reported that the patient experienced erosion with their inflatable penile prosthesis (ipp) control pump and that the pump was exposed. The component was removed and a procedure was scheduled to implant a new pump on a future date. There were no additional patient complications reported.

Manufacturer narrative:
Based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with inflatable penile prosthesis (ipp) procedures and is noted as such in the device instructions for use. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation. Risk review and labeling review identified that the adverse event of erosion is a known risk of the device. The cause of the erosion was not established by physician, although erosion is included in the labeling documentation as an adverse event of implant surgical procedure. The risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document, therefore a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the patient experienced erosion with their inflatable penile prosthesis (ipp) control pump and that the pump was exposed. The component was removed and a procedure was scheduled to implant a new pump on a future date. There were no additional patient complications reported.